Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high, out-of-range shock lead impedance was noted on this right ventricular (rv) lead in two lead configurations. Boston scientific technical services (ts) recommended lead testing be performed. No adverse patient effects were reported. This lead remains in service.